Event description:
Description of event according to study [wce-1713: zenith alpha thoracic post market retrospective study]: on (B)(6) 2020, the male patient was urgently treated for fusiform thoracic aortic aneurysm with placement of a zta-p-36-209 starting in zone 4. The index procedure also included planned aortic arch replacement with thoraflex endoprosthesis (34mm x 100mm non-cook graft). Procedure imaging revealed patent study device, no endoleaks, and no evidence of device issue. On (B)(6) 2020, the patient experienced transient spinal cord ischemia, which was treated with ¿temporary placement of a cerebrospinal fluid shunt and optimisation of the perfusion pressure.¿ the event was noted as not related to the study device, related to the procedure. On the same day, the patient experienced arterial thrombosis (B)(4) distal to the study stent, which was treated with medication and noted as not related to the study stent, related to the procedure and aortic disease. Also on the same day, the patient was diagnosed with renal insufficiency/renal failure (B)(4) and was treated with rehydration. This event was noted as not related to the study device, related to the procedure. On (B)(6) 2020, the patient experienced pneumonia and was treated with antibiotics. The event was noted as not related to the study device or procedure. Follow-up cts on (B)(6) 2020 and (B)(6) 2021 revealed patent study device, no evidence of thrombus, no device issues, and no endoleaks. Patient outcome: the site noted an end date of (B)(6) 2020 for the spinal cord ischemia ae. End date of (B)(6) 2020 for the arterial thrombosis and renal insufficiency aes.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). After investigation the event is no longer considered reportable to FDA as nothing indicates device deficiency or malfunction. Summary of investigational findings: from a post market study cook became aware of a male patient who was urgently treated for a fusiform thoracic aortic aneurysm on (B)(6) 2020. The patient had a history of hypertension, glaucoma and peripheral vascular disease which had caused a left foot wound. In addition to placement of a zta-p-36-209 in zone 4 an aortic arch replacement was performed. No spinal cord projection adjuncts were performed during study procedure. One day post procedure the patient experienced three adverse events. Arterial thrombosis, renal insufficiency (current complaint) and spinal cord ischemia. For the renal insufficiency, the site reported that acute functional renal failure was seen after the procedure which rapidly improved after rehydration. The event is reported to be related to procedure. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. The complaint event is related to the implanted stent graft. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use or label. This is a known potential adverse event as described in the instruction for use. Per the IFU renal complications and subsequent attendant problems (e.g., artery occlusion, contrast toxicity, insufficiency, failure) are known adverse events. A definitive cause was identified; renal complication is a known potential adverse event. Nothing indicates that the event is related to a fault condition of the device, the renal complication is assessed as an adverse effect inherent to this type of procedure why the event is assessed to be a side effect. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.